Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a sales representative via phone that while the surgeon was using an ar-1204as-95 flipcutter, the bone was very hard and the pin separated from the flipcutter. This was discovered during an acl procedure on (B)(6) 2021. The broken fragment and the device was removed from the patient. The case was completed by using a new ar-1204as-95 and re-drilling the same tunnel.